Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
One month following the initial reported clinical observations, the patient presented again with neurological symptoms and possible syncope suspected to be the due to transient bradycardia related to elevated capture thresholds. A revision procedure was performed and a new pace/sense lead was added to this patient's system.

Event description:
Boston scientific received information that this patient has been experiencing episodes of feeling warm and then passing out for approximately five seconds. The patient was brought to a clinic for device evaluation and was give a steroid pack for an unspecified reason. Elevated threshold measurements were noted and the device output was reprogrammed. The patient is now in the hospital but has not had another episode. The physician confirmed the leads are intact and functioning normally. Additional testing will be performed to try and determine the cause of the episodes.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis verified that the device is at beginning of life (bol) with a monitoring voltage of 3.069 volts. Visual inspection noted no device anomalies. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This device was subsequently explanted for an unspecified reason and was returned for testing. This product issue will be updated when device evaluation is complete.